Event description:
It was reported that the pt complained of pain at the right buttock battery site. The pt planned to have the system removed. After a pain flare-up and using the stimulation to control the pain, the pt elected to move the battery to the left buttock area. Two new extensions were used to connect the original leads to the battery. The event was reported to be ongoing. F/u was to be done with the pt at the post-op appointment and beyond to see if pain developed again. The cause of the pain at the battery site was unk. Typical incision pain was noted at the post-op visit. No pt treatment was provided at the post-op visit. No components were explanted at the time of the revision.

Manufacturer narrative:
(B) (4).